Event description:
The pump was returned for investigation. Investigation revealed an audible tones failure due to a damaged connection. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during testing, the audible tone function of the pump was unresponsive. The pump alarm sound was unresponsive due to a cracked piezo contact. Unrelated to this issue, the paint of the pump was peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).